Event description:
Customer reported pre-op nurse set up IV fluid for gravity infusion. Leaking in the silicone segment above the safety clamp was noted. The set was not placed in a pump. No pt harm reported. No additional info was available.

Manufacturer narrative:
(B)(4). Product evaluated and customer's experience of leak in the IV set was confirmed through functional testing. However, the leak was not found in the silicone segment above the safety clamp as reported. A visual inspection of the set noted a crimp mark all around the nitro tubing below the lower fitment; and on the crimp mark a cut was noted. The cause of the leak was due to the cut over the crimp mark in the tubing. The root cause of the cut was not identified. The lot number was not identified. Based on the smartsite laser number, nitro tubing and slide clamp part numbers the mfg database was reviewed; no quality issues were noted during production build period of this model for the failure mode reported.